Event description:
During a colonoscopy, the patient's secum was perforated. Upon contacting the initial reporter, she immediately stated the unit functioned as expected and the incident was not caused by a malfunction of the unit. A probe was used but discarded. Pat crush could not confirm if the probe was a conmed product. Medical intervention was needed, and the patient is doing fine.

Manufacturer narrative:
The suspect system 7550 powered up with no fault and functioned and operated normally in all operational modes. The system 7550 provided proper rf output current per specifications (from all available ports). No problems were found or duplicated.